Event description:
It was reported that the device's therapy connector is loose and the therapy cable will not stay connected. This failure occurred during regular pm check. There was no patient use associated with the reported failure.

Manufacturer narrative:
(B) (4): physio-control provided customer with the part number and ordering information for a replacement therapy connector. The device was not returned to physio-control for evaluation. The root cause of the reported failure cannot be determined.